Manufacturer narrative:
The pump passed the displacement test, self-test, unexpected restart error test and basic occlusion test. All operating currents are within specification. No off no power alarm functions properly. No motor error alarm noted. The pump was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were unable to be conducted due to prime fill anomaly. The motor passed motor test. The pump had a scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 528 mg/dl. The customer was assisted with troubleshoot. The customer states that insulin was squiring out during manual prime. The customer states that insulin drips after the motor stops during the manual prime. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.